Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer attempted to change cartridge to address the issue. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the pump was reset and customer was able to resume insulin delivery. Customers blood glucose was 250mg/dl.